Event description:
The box was not damaged upon receipt of the product. While the tech was aspirating the balloon during prep a leak was noticed. When the tech took a closer look he noticed that the inflation lumen was cracked. The product was not clinically used in the pt.